Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), embedded device ("iud not in proper position. Iud seen in lower uterine segment with ¿t¿ of iud protruding into right myometrium") and pregnancy with contraceptive device ("pregnancy test is positive") in a 36-year-old female patient who had essure (ess205) inserted. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0025x) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included yeast vaginitis, endometriosis externa and vaginal infection. Previously administered products included for birth control: depo provera. Concurrent conditions included depression, menorrhagia, anxiety, libido decreased, dysmenorrhea, post coital bleeding, dyspareunia, hyperthyroidism and migraine. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. Mirena was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure (ess205). The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with mirena. The reporter considered embedded device to be related to mirena. The reporter commented: she had need for additional surgery. Essure insertion date provided in the pfs 2006 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. Pregnancy test urine - on (B)(6) 2012: negative felt the strings (B)(6) 2011:physical examination: the strings were visualized. Physician did not see the tip of the iud. On bimanual exam, he could not feel the iud at the os either. There was a fair amount of menstrual blood. Unspecified date, gynecology report: iud not in proper position. Iud seen in lower uterine segment with ¿t¿ of iud protruding into right myometrium. Left ovary has a probable resolving corpus luteum measuring 2.2 x 2.2x 1.4 cm. Free fluid seen in cul de sac and left adnexa. Iud removed intact. The patient tolerated the procedure well. Last menstrual period began (B)(6) 2013 positive hcg of 34 on (B)(6).. Ultrasound showed a basically normal uterus, small fibroid vs adenomyomas noted. However there were two less than 2 cm foci toward the left side. While the left ovary was found to be normal, the right did show a dominant follicle/simple cyst measuring less than 2cm. (B)(6) 2013: surgical pathology final report specimen: a. Uterus with cervix, right fallopian tube and ovary, left fallopian tube b. Implanon implant diagnosis: a. Uterus, cervix, right ovary and fallopian tube, left fallopian tube, laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy, left salpingectomy: 1. Weakly proliferative endometrium with cystic changes. 2. Myometrium: no specific diagnostic pathology. 3. Serosa: no specific diagnostic pathology. 4. Cervix: mild non-specific chronic and active inflammation. 5. Fallopian tubes, bilateral: no specific diagnostic pathology, 6. Ovary, right: benign ovarian tissue, follicle cysts. Clinical information uterine prolapse, pelvic pain, enterocele concerning injuries reported in this case the following one/ones were described in patient medical records iud embedded, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Mirena added as co suspect drug. Event added as iud not in proper position. Iud seen in lower uterine segment with ¿t¿ of iud protruding into right myometrium, pregnancy. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), embedded device ("iud not in proper position. Iud seen in lower uterine segment with ¿t¿ of iud protruding into right myometrium") and pregnancy with contraceptive device ("pregnancy test is positive") in a 36-year-old female patient who had essure (ess205) inserted. Co-suspect products included mirena intrauterine delivery system (batch no. Tu0025x) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included yeast vaginitis, endometriosis externa and vaginal infection. Previously administered products included for birth control: depo provera. Concurrent conditions included depression, menorrhagia, anxiety, libido decreased, dysmenorrhea, post coital bleeding, dyspareunia, hyperthyroidism and migraine. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. Mirena was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure (ess205). The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with mirena. The reporter considered embedded device to be related to mirena. The reporter commented: she had need for additional surgery. Essure insertion date provided in the pfs 2006. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. Pregnancy test urine - on (B)(6) 2012: negative . Felt the strings (B)(6) 2011:physical examination: the strings were visualized. Physician did not see the tip of the iud. On bimanual exam, he could not feel the iud at the os either. There was a fair amount of menstrual blood. Unspecified date, gynecology report: iud not in proper position. Iud seen in lower uterine segment with ¿t¿ of iud protruding into right myometrium. Left ovary has a probable resolving corpus luteum measuring 2.2 x 2.2x 1.4 cm. Free fluid seen in cul de sac and left adnexa.iud removed intact. The patient tolerated the procedure well. Last menstrual period began 19jan2013 positive hcg of 34 on 12feb. Ultrasound showed a basically normal uterus, small fibroid vs adenomyomas noted. However there were two less than 2 cm foci toward the left side. While the left ovary was found to be normal, the right did show a dominant follicle/simple cyst measuring less than 2cm. (B)(6) 2013: surgical pathology final report. Specimen: a. Uterus with cervix, right fallopian tube and ovary, left fallopian tube. B. Implanon implant. Diagnosis: a. Uterus, cervix, right ovary and fallopian tube, left fallopian tube, laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy, left salpingectomy: 1. Weakly proliferative endometrium with cystic changes. 2. Myometrium: no specific diagnostic pathology. 3. Serosa: no specific diagnostic pathology. 4. Cervix: mild non-specific chronic and active inflammation. 5. Fallopian tubes, bilateral: no specific diagnostic pathology, 6. Ovary, right: benign ovarian tissue, follicle cysts. Clinical information uterine prolapse, pelvic pain, enterocele . Concerning injuries reported in this case the following one/ones were described in patient medical records iud embedded, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed in 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.